Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a product performance issue. More specifically, non-conversion of ventricular tachycardia (vt) and ventricular fibrillation (vf) was experienced. As a result, the physician decided to add a subcutaneous coil to the system due to the failure to convert vt and vf with multiple 41 joule shocks. During the revision procedure, the physician also decided to replace the crt-d due to only having a battery longevity of 1.5 years remaining. The crt-d will not be returned. No additional adverse patient effects were reported.